Manufacturer narrative:
A log review was performed on system ((B)(4)) and the logs show an error 1100 occurred, which indicates there was a loss of ac power to the core. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. When the fse arrived on site, the surgeon side console (ssc) was plugged in and asleep with the power switch illuminated amber. The fse could not reproduce the reported failure as the ssc powered on normally. As a precaution, the fse removed and replaced the ssc power supply. Intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the mgps failed to power on the surgeon side console (ssc) when it was installed into in house system. Fa also noted the fan was very dusty. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted or aborted. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure the surgeon side console (ssc) would not power back on after the operating room lost power and the system shut down. The breaker was power cycled and the power cord was moved to another known good outlet, but the issue remained. The technical support engineer (tse) had the customer power cycle the circuit breaker and the ssc power button did not turn amber although the surgical staff could hear the fans running. The tse advised the surgical staff to press the power button to see if the ssc turned on, but the customer explained nothing happened after the ssc power button was pressed. The customer stated that they were going to have to cancel the case and would like their field engineer to check the system. The tse called the customer back to verify the procedure outcome and it was reported that the surgeon "felt comfortable with what was accomplished with the da vinci system and decided to walk away from the robotic portion." The procedure was completed and there was no reported patient injury. Intuitive surgical, inc. (Isi) performed several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.